Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing continuous renal replacement therapy (crrt) with a prismaflex m100 set. After 5 minutes of treatment, an external blood leak (described as a ¿droplet of blood¿) was reportedly observed at the junction between the filter and the return line. The blood was returned to the patient. There was no serious injury to the patient or medical intervention to preclude serious injury. No additional information is available.